Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 month after the dental implant was installed in intraoral region #29 it was verified its non- osseointegration. The patient presented bone type ii and bone graft was executed. Fenestration has occurred during surgery.